Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the devices were being used to ligate the cystic duct. It was reported by the affiliate that the device worked correctly at first, then the clips began to come out malformed. The surgeon decided to open a new device to complete the procedure. The clips of the second device were also malformed. It was stated that the clips were twisted. There was no pt consequence.